Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event; especially in light of the primary investigator's impression that it was not device related. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's pre-implant history of dilated cardiomyopathy and valvular dysfunction. There are patient factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient developed a headache and was admitted to hospital the following day. At the time of the event, the patient was noted to be on aspirin and warfarin. A computerized tomography (CT) scan revealed right hemispheric temporal and occipital ischemia/embolism. Of note, the patient's inr had been noted to be therapeutic the week before this event. The patient was discharged ten days after her admission on (B)(6) 2015. The primary investigator reported that the event was unrelated to the hvad device.